Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight increased ("weight gain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, back pain, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure at the same time and she didn't know she was pregnant". The patient's medical history included multigravida, parity 2 (B)(6) 1996, (B)(6) 2003), pre-eclampsia, premature delivery, gerd in 2009 and high cholesterol in 2009. Previously administered products included for an unreported indication: crestor and prilosec. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe : mood swing"), dermatitis allergic ("allergic or hypersensitivity type: break out"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms") and hot flush ("hormonal changes describe: hot flashes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, back pain, weight increased, menorrhagia, hot flush, mood swings, dermatitis allergic, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the migraine and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2011 & (B)(6) 2010 most recent follow-up information incorporated above includes: on 26-dec-2018: plaintiff fact sheet- outcome of migraine, headaches updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a female patient (gravida 5, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure at the same time and she didn't know she was pregnant". The patient's past medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2003), pre-eclampsia, premature delivery, gerd in 2009 and high cholesterol in 2009. Previously administered products included for an unreported indication: crestor and prilosec. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe : mood swing"), rash ("allergic or hypersensitivity type: break out"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms") and hot flush ("hormonal changes describe: hot flashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, back pain, weight increased, menorrhagia, hot flush, mood swings, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, rash, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 & (B)(6) 2010. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Events hot flashes, mood swing, pregnancy, miscarriage, break out, bladder disorder, urinary tract disorder, migraines, headaches, dysmenorrhea, fatigue, weight gain , medical device monitoring error were added. Historical & concomitant conditions drugs , lab data updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure at the same time and she didn't know she was pregnant". The patient's medical history included gerd in 2009, high cholesterol in 2009, multigravida, parity 2 ((B)(6) 1996, (B)(6) 2003), pre-eclampsia, premature delivery, migraine and uterus enlarged. Previously administered products included for an unreported indication: crestor and prilosec. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe : mood swing"), dermatitis allergic ("allergic or hypersensitivity type: break out"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms") and hot flush ("hormonal changes describe: hot flashes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, back pain, weight increased, heavy menstrual bleeding, hot flush, mood swings, dermatitis allergic, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the migraine and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hot flush, migraine, mood swings, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2011 & (B)(6) 2010 product removal date updated from (B)(6) 2012 to (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporter information and patient medical history added. Product removal date updated. Reporter causality comment was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.